Event description:
On 4/20/2006, a physician attempted closure of the left common femoral artery. It was reported that the stick was above the inferior epigastric artery. Post the procedure, the patient experienced a retroperitoneal bleed. The patient was taken to surgery. It was reported that the patient had recovered well after the surgery.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.